Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had sores underneath the ECG electrodes. The patient's nurse applied a medication and bandaged the sores. Follow-up indicated that the condition of the sores remained the same. The medical outcome of the sores is unknown.